Manufacturer narrative:
This report is submitted on october 11, 2022

Event description:
The patient experienced a mastoid abscess and otorrhea (not device related) and did not have any real benefit from the device. The patient was hospitalised and the device was explanted under a general anaesthetic.